Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted during the same procedure. After implant, the patients valve was tested and showed that due to the patients native valve being so damaged, that the ring could not repair it. The device was replaced with a mitral bioprosthetic valve. No additional adverse patient effects were reported.